Manufacturer narrative:
Section a2, a3, a4, a5 and a6: unknown/ not provided. Section d6b: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section e1: reporter: middle name: unknown/ not provided. Section e1: reporter: last name: unknown/ not provided. Section e1: reporter: address: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint history for production order for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a cataract operation was performed on patient. A monofocal preloaded intraocular lens (iol) was initially implanted. During the procedure, a posterior capsule rent occurred at the 6 o'clock position while rotating the iol, resulting in vitreous loss. Viscoelastic was injected, the main wound was extended, and the intraocular lens was removed during the same procedure. An anterior vitrectomy was then performed. After this a three-piece monofocal non-preloaded intraocular lens was implanted. No further information was provided.